Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturing report number: 1627487-2022-06402. It was reported the patient was experiencing ineffective therapy due to the location their leads were installed at. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's drg system was explanted. Follow up indicated the patient was doing well postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.